Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03985.

Event description:
It was reported during a hip revision procedure that the taper was cold-welded to the trunnion. During the procedure, multiple attempts were made the disengage the taper from the stem. A metal cutting bur was used to cut the taper. Due to damage from the metal cutting bur the surgeon decided to remove the stem. The entire procedure was over four hours due to the unexpected difficulty in removing the implants. The taper body was removed. A micro-lock stem was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.